Manufacturer narrative:
The site declined to provide patient information. A medtronic representative, following-up at the site, confirmed the site did a navigated spin and proceeded with navigation as normal. When they were ready to do screw verification with their second spin, they disconnected the imaging system from navigation. They went to spin, it asked if they were sure they wanted to do a spin on a patient that was previously connected to navigation, they clicked ok, and then it froze the mobile view station (mvs) up. They had to re-boot to do the spin. This occurred at the end of the procedure. Another medtronic representative had checked-out the imaging system and found no issues. This issue was likely user error. On 04/07/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Looked into unresponsive mobile view station (mvs) issue. Performed 8 alternating navigated/non navigated spins with no issues. System ready for use. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a lumbar fusion spine procedure, the site's imaging system became unexpectedly unresponsive after unplugging from the navigation system. The site took a spin and then began to perform verification at which point they removed the spine reference frame and disconnected from navigation. A message appeared asking if they want to continue with the procedure. After selecting yes, to proceed, the mobile view station (mvs) became unresponsive. The surgeon opted to continue and completed the procedure with the use of the imaging system. Delay in therapy was 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).